Manufacturer narrative:
Examination of the explanted tibial tray that could not confirm the reported loosening. The root cause is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address knee pain. Intraoperatively found that the tibial component was loose.